Event description:
One episode with noise on the ventricular channel, which led to an inappropriate shock, was recorded in the device memory on (B)(6) 2017. Reportedly, a ventricular lead issue or a lead-ICD connection issue was suspected during the follow-up performed on (B)(6) 2018. When the patient came back for x-ray, he reported that he underwent vascular surgery on (B)(6) 2017, and that the observed noise might have resulted from electrocautery. Preliminary analysis results confirmed the reported event. The observed noise was most probably due to electromagnetic interferences (emi) during the reported surgery.

Event description:
One episode with noise on the ventricular channel, which led to an inappropriate shock, was recorded in the device memory on (B)(6) 2017. Reportedly, a ventricular lead issue or a lead-ICD connection issue was suspected during the follow-up performed on (B)(6) 2018. When the patient came back for x-ray, he reported that he underwent vascular surgery on (B)(6) 2017, and that the observed noise might have resulted from electrocautery. Preliminary analysis results confirmed the reported event. The observed noise was most probably due to electromagnetic interferences (emi) during the reported surgery.